Event description:
It was reported, the implantable neurostimulator used to be "up and down," but had turned so that it was "side to side." It was stated, the patient was losing fluid, or urinating all over. This had happened for two days as of the date of this report. It was noted the patient had a follow up appointment on 2013 (B)(6). Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0ansy, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the interstim was "not working." The patient experienced a loss of therapeutic effect and was using more depends now than before implant. They were having to run to the bathroom and were having accidents. It was stated the implant only worked for two weeks and since they have had no relief. The patient had tried using the programmer to make adjustments and it did not help. A second follow up report will be sent if additional information is received.